Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks that caused the rhythm to degrade to ventricular tachycardia (vt) and resulted in additional shocks. Technical services (ts) reviewed device data and recommended programming changes. This device remains in service. No additional adverse patient effects were reported.